Event description:
Following a MRI procedure, the device was observed to be in backup mode. The device was explanted and replaced to resolve the event. The patient was in stable condition and there were no adverse consequences.

Event description:
Following a MRI procedure, the device was observed to be in backup mode. Device replacement is anticipated to be performed. No intervention has been performed at this time. Further information was requested but is not yet available. The patient was in stable condition.